Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm. The customer¿s blood glucose level was unknown. The customer states they have tried all remedies. The customer had not tried different cannula lengths. Customer wishes to continue troubleshooting. Customer states the tubing was not bent or kinked. The customer was advised to revert to back up plan. The device will be returned for analysis.